Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell, missing shell, dark ring and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified: broken crease smooth, stress marks and wear abrasion. Based on the device analysis the final assessment is: a crease smooth edge broken in the side posterior assessed as fold flaw opening and a missing shell assessed as inconclusive.

Event description:
Healthcare professional reported a left-side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side rupture. Device has been explanted.